Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5. Correction: d4. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 24oct2025. A 6-french cook flexor ansel sheath was used during the procedure, as well as an unspecified inflation device. The lesion, located within the superficial femoral artery, was eighty percent occluded. It is unknown if the balloon ruptured circumferentially or longitudinally. Blood was noted in the inflation device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an intervention of the left common iliac artery, an advance enforcer 35 focal force pta balloon catheter's balloon ruptured upon the second inflation, at approximately six atmospheres. The anatomy was reportedly calcified. The device was inserted via the right common femoral artery. The balloon was inflated to four atmospheres during the first inflation; however, the user then realized that the device needed to be pulled back because the user missed the lesion. After pulling the device back, the user attempted to inflate the balloon, but it ruptured at approximately six atmospheres. Per the reporter, a previously-placed stent in the right common iliac artery possibly ruptured the balloon as the device was pulled back. A second balloon was opened for the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 24oct2025. A 6-french cook flexor ansel sheath was used during the procedure, as well as an unspecified inflation device. The lesion, located within the superficial femoral artery, was eighty percent occluded. It is unknown if the balloon ruptured circumferentially or longitudinally. Blood was noted in the inflation device. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), drawing, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A leak in the proximal end of the balloon was noted. The catheter was bent approximately 31-centimeters from the distal tip; however, because the customer did not report a bend, it is likely that the device bent during shipping/return to cook. A document-based investigation evaluation was performed. A review of the device history record found no discrepancies on the final or sub-assembly lots. A review of complaint history found one additional complaint on the lot for a related failure mode. The product IFU states ¿in heavily scarred access sites, use of an introducer sheath is recommended.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that procedural issues contributed to this event. The lesion was eighty percent occluded, and the customer reported that a stent within the right common iliac artery possibly caused the rupture as the balloon was pulled back. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an intervention of the left common iliac artery, an advance enforcer 35 focal force pta balloon catheter's balloon ruptured upon the second inflation, at approximately six atmospheres. The anatomy was reportedly calcified. The device was inserted via the right common femoral artery. The balloon was inflated to four atmospheres during the first inflation; however, the user then realized that the device needed to be pulled back because the user missed the lesion. After pulling the device back, the user attempted to inflate the balloon, but it ruptured at approximately six atmospheres. Per the reporter, a previously placed stent in the right common iliac artery possibly ruptured the balloon as the device was pulled back. A second balloon was opened for the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.